Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the cause of the retention was not determined . The patient is scheduled to have a bladder test on (B)(6) 2019. No intervention were given or solved. The patient was still having these problems. The patient was also scheduled to see a manufacturer on (B)(6) 2019 to discuss the machine. The patient indicated that they have been suffering with uti back to back since (B)(6) 2019. It was determined by infectious control that their bladder was not emptying completely. The patient was given oral medication and cefepimes than IV. It was noted as unknown if these was patient's underlying disorder or related to device or therapy.

Manufacturer narrative:
Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported by patient that they had been having problems with therapy not helping for a while. They go back and forth and changes settings. It lasts for a while and then stops helping. It has been off and on for the past 2 years. Patient also reports within the past year they had been having continuous bladder infections. They told patient that their bladder was not emptying completely. The device was implanted for overactive bladder and now it is extremely overactive. Since about (B)(6) they had 3 different bladder infections and with the 3rd one they had to be hospitalized for 5 days. They gave patient antibiotic by IV in the midline. They continued for another week. The infection cleared up. A few days later the infection came back again. They put patient on it for 3 weeks. They completed it on (B)(6). It came back on sunday. The above never happened before, and patient never had problems with bladder emptying. Patient says they were going to the bathroom excessively. It slowed down after implant but in the past 1.5 year they had been having problems and pain in their back on the right side. Patient was scheduled to see the healthcare professional (hcp) (B)(6) 2019. No further complications were reported or anticipated.